Event description:
It was reported that the patient underwent an magnetic resonance imaging (MRI) procedure causing the patient's implantable cardioverter defibrillator to have disabled rf telemetry. The device was successfully restored. The patient was stable.